Event description:
The hcp reported an infection at the neurostimulator site. The patient's symptoms include pain, erythematous and draining. The device system was explanted and the patient recovered without sequela.